Manufacturer narrative:
Exact date unknown, event occurred 3 weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was depleted. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned.